Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-8352-50 serial: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following the implant procedure the physician believed that the patient may have experienced a transient ischemic attack due to slurred speech. Computed tomography (CT) scan results were normal. The patient passed away shortly after the CT scan. The physician believes that the patient suffered a heart attack.

Manufacturer narrative:
Additional information was received from the physician indicating that the patient's heart attack was possibly caused by complications from anesthesia.

Event description:
A report was received that following the implant procedure the physician believed that the patient may have experienced a transient ischemic attack due to slurred speech. Computed tomography (CT) scan results were normal. The patient passed away shortly after the CT scan. The physician believes that the patient suffered a heart attack.